Event description:
It was reported that 10 days following the implant of the transcatheter bioprosthetic aortic valve chest pain developed and the patient presented to the emergency department (ed). A normal troponin level was referenced as 50. However, the patient¿s troponin level increased from 84 nanograms per liter (ng/l) to 446 ng/l on the same day. A non-st-elevation myocardial infarction (nstemi) was identified which required hospitalization. The following day the troponin measure 2070 ng/l. Unspecified intravenous medication was administered. A coronary angiography was performed and showed no coronary lesion nor thrombus. The coronary ostia were not compromised by the valve. The patient was discharged one day later with a prescribed antiplatelet medication. This was to be taken daily for 3 months. The event was reported as resolved.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that following the valve implant procedure one vasovagal syncope event associated with bradycardia occurred. There was no recurrence. Unspecified diagnostic testing occurred. Treatment was not required. Hospitalization was prolonged for 24 hours for observation. The patient was discharged 2 days following the valve implant procedure. This episode was reported as causal to the implant procedure and possibly related to the transcatheter valve. The event was reported as resolved.

Event description:
Additional information received that indicated the non-st-elevation myocardial infarction (nstemi) was not related to the medtronic products or implant procedure. The cause was not reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.